Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, on (B)(6), 2015, the patient was taken into the operating room, administered general anesthesia and the abutment was removed.